Event description:
Additional information was received that the patient death was due to a suicide and not related to vns. Product analysis was completed on the generator and lead. The generator performed according to functional specifications. No eri flags were observed during testing. The device was continuously monitored for 24.25 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was initially reported that the patient had passed away with their generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for additional information have been unsuccessful to date.